Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision due to stiffness and pain. The femoral component was found to be loose. The surgeon felt that a soft tissue imbalance may have contributed to the pt's pain. It also appeared that the knee may have originally been implanted in a degree of flexion.